Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroid resection procedure the device did not seal properly. No patient consequences were reported.